Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that when the nurse came to see the pt to clean the inner cannula, she noticed that it was difficult to put it back in place and that the connector was damaged. The pt was hospitalized to change the cannula.